Event description:
Caller reported an occlusion alarm, which occurred multiple times, causing the customer's blood glucose level to exceed 500 mg/dl, with the continuous glucose monitor reading ¿high¿ for all events. Customer managed the situation by administering a correction bolus via the pump and changing the infusion set and cartridge before resuming insulin use. There was no need for third-party assistance, though there were recurring occlusion issues, and follow-up was requested for additional support.